Event description:
It was reported that after a large breakfast announcement and a 12-unit insulin delivery, the user experienced hyperglycemia with ilet readings in the mid-200s and a fingerstick of 296 mg/dl, which was within typical sensor accuracy tolerance; the user also reported that the current infusion site had been painful and burning on insertion. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting with infusion site replacement and a planned follow-up call to confirm glucose decline. Investigation included review of device data and assessment of infusion site integrity. Investigation of this case revealed no evidence of leakage, bleeding, or a bent cannula, with findings consistent with possible infusion site absorption issues or scar tissue, given the reported pain and burning at insertion and persistent elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to infusion site performance or tissue-related variability. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.